Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacture's device displayed high shock impedance measurements of greater than 125 ohms. The device was reprogrammed and will continue to be monitored. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.